Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an x-ray disabled error message and thereby failed to produce fluoroscopy x-ray. This was resolved by rebooting the system. There are no reports of pt injury or death associated with this event.